Event description:
It was called in to technical services on (B)(6) 2011 that this device was removed due to erosion. The procedure took place with dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).